Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported failure. Due to the condition of the instrument, the clip test could not be performed. An additional finding not reported by the site was also performed. The clip applier instrument was found with one grip bent at the tip. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip of medium large clip applier would not close and it fell off into the patient's anatomy. The fragment was retrieved and the procedure was completed with no reported injury.